Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of an apex balloon catheter. The balloon was loosely folded with blood in the lumen and balloon. Microscopic and tactile inspection revealed numerous kinks in the hypotube of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mmx15mm apex balloon catheter was advanced for dilation, however it was noted that the shaft was fractured outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.00mmx15mm apex balloon catheter was advanced for dilation, however it was noted that the shaft was fractured outside the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.